Manufacturer narrative:
Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the upper trigger/slider was blocked, jammed. It was further reported that upper trigger was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that attachment device was stuck on the power drive device. During an in-house engineering evaluation, it was observed that the trigger/slider was blocked, jammed. It was further reported that the upper trigger was jammed. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly